Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of the unknown catheter was unknown. The broken portion of the catheter was going to be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving dilaudid (10 mg/ml at a dosage of 0.481 mg/ml) via an implantable infusion pump. It was reported that during the implant procedure, the surgeon was unable to successfully connect the spine segment and pump segment of the catheter. The surgeon asked for another pump segment because the one he attempted to connect the spine segment was broken. A new catheter was opened and trimmed to the exact length of the original pump segment. The hcp successfully connected the new catheter to the spine segment of the "broken" catheter and completed the procedure as planned. No adverse events occurred. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found that the catheter pin connector collet was prematurely locked in place. Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.